Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, the patient reported that the infusion set's tubing detached from the connector. Therefore, the blood glucose level of the patient was 300 mg/dl. The expiration date of infusion set was (B)(6) 2024. Further, the patient replaced infusion set and resumed insulin successfully. No further information was available.